Event description:
Tearaway introducer flaps/wings detached from sheath. Unable to retrieve sheath portion from pt's arm without surgical intervention.

Manufacturer narrative:
An investigation has been initiated. The device were forwarded to the manufacturer for further review. When the investigation is completed a supplemental report will be submitted.